Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a minicap transfer set. The transfer set was not lasting as long as the recommended time, which is 6 months, the connection was becoming loose at the twist clamp and breaking. There was patient involvement, but no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue in a transfer set was not confirmed and the root cause could not be determined due to no sample being returned for evaluation and no batch review could be performed. The sample is no longer available